Event description:
The tip of the instrument broke off during surgery (left in prosthesis).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.